Manufacturer narrative:
Calibration and qc data do not indicate an issue. Based on the provided data, an assay related issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys total psa immunoassay on two cobas 8000 e 602 module analyzers. An erroneous result from the sample was reported outside of the laboratory. The customer confirmed that the sample did not contain clots. This medwatch will apply to e 602 module serial number (B)(4). Please refer to the medwatch patient identifier (B)(6) for information related to e 602 module serial number (B)(4). The sample was initially tested on e 602 serial number (B)(4) resulting with a total psa value of 0.288 ng/ml. The sample was repeated on e 602 module serial number (B)(4), resulting with a total psa value of 0.294 ng/ml. The 0.294 ng/ml value was reported outside of the laboratory to the patient. The patient did not trust the value and asked for a repeat. The sample was repeated on twice on e 602 module serial number (B)(4) on (B)(6) 2018, resulting with total psa values of 20.80 ng/ml and 21.50 ng/ml. The 20.80 ng/ml value was considered to be correct. No adverse events were alleged to have occurred with the patient. Total psa reagent lot number 311233 was used on e 602 serial number (B)(4). This lot had an expiration date of 31-jul-2018. Total psa reagent lot number 260729 was used on e 602 serial number (B)(4). The expiration date for this lot was asked for, but not provided.